Event description:
It was reported the patient experienced a loss of therapeutic effect in (B)(6) 2015. The patient was wetting herself and was wearing diapers all the time. They tried all four programs, but that didn¿t help. The patient met with a manufacturer representative on (B)(6) 2015 for reprogramming. At this point, it was reportedly determined that the implantable neurostimulator (ins) would need to be replaced. It was stated the leads had become disconnected from the ins. This procedure was done on (B)(6) 2015. Per the manufacturer representative, the surgery was for a lead revision. The healthcare provider (hcp) was planning on trying to place the lead closer to the nerve for better effect. At the time of the procedure, the lead was attached to the ins. After moving the lead, the hcp was unable to screw the ins onto the lead. The screw seemed ¿stripped¿ and would not tighten. It did not work. High impedances were noted upon troubleshooting. As a result, both the lead and ins were replaced. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0lmr1, implanted: (B)(6) 2014-explanted: (B)(6) 2015 product type: lead. (B)(4): analysis of the implantable neurostimulator found the setscrew was backed out too far.